Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous posterior tibial artery(pta). A 4.0mm x 220mm x 150cm coyote balloon catheter was used to dilate the target lesion after the guide wire crossed the lesion. During the first inflation, the balloon ruptured at 10 atmospheres due to severe calcification of the target lesion. The device was removed carefully from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).